Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. On 5/12/2019, a manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Report 2029046-2019-03129 is related to this same incident. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a carto vizigo¿ 8.5f bi-directional guiding sheath and a brim cap detached issue occurred. Prior to ablation, the sheath was set up ok. However, once in the body, the orange ring around the hemostatic valve broke and became separated. Carto vizigo sheath 1 was replaced with carto vizigo sheath 2. The same issue occurred with carto vizigo sheath 2. Carto vizigo sheath 2 was then replaced with a non bwi sheath and the issue resolved. The procedure completed successfully, and no adverse patient consequences were reported. The detached brim cap has been assessed as MDR reportable.